Event description:
A customer reported a blurry image from the hd camera head during a transurethral prostatectomy. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, the reported blurry image was confirmed, caused by a failure of the charged coupled device (ccd). In addition, the cover of the device cable was worn and damaged. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image is no longer displayed due to failure of the charged coupler device (ccd). The cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.